Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2011; d274trk, implantable cardioverter defibrillator, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented, lead returned has been stretched and insulation pull out of connector leg. Performed visual analysis inspection and found distal conductor fractured in-vivo/ flexed.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the fractured, dislodged left ventricular lead. The lead was explanted and replaced. During the replacement procedure a lead was attempted and not used. The lead dislodged and would not remain in the vessel due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Lead returned has been stretched and insulation pull out of connector leg. Performed visual analysis inspection and found distal conductor fractured in-vivo/ flexed.